Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The complaint was confirmed. On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter "gets hot when charging it and is showing a bright white light that just blinks." The issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Although the issue was not resolved during troubleshooting, there was misuse of the device as the customer accidently poured juice on the counter which caused water damage to the subject meter.